Event description:
It was reported that the customer's insulin pump had experienced some physical damage at the reservoir compartment. The customer stated that there were missing chips and pieces from the reservoir compartment. The customer's blood glucose at the time of the issue was unknown. The customer was unaware of how the damage occurred. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. The customer also mentioned that, without the insulin pump, her blood glucose could raise to 500 mg/dl within two hours. Troubleshooting for high blood glucose was declined. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.